Manufacturer narrative:
Philips service reloaded the software, reset the display connection, and replaced the longitudinal drive motor, restoring the system to operational status. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that display and cine functionality failed during use on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.